Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The patient underwent CT guided puncture biopsy of a mass in the middle lobe of the right lung. Postoperative follow-up CT showed a small amount of pneumothorax. The patient was observed to have no chest tightness or shortness of breath and safely returned to the ward. On the day after surgery, the right chest became more suffocating than before, and the chest pain worsened at night. Upon re examination of the chest x-ray, the amount of pneumothorax increased. A closed drainage surgery was performed on the right chest, and a large amount of gas was introduced through the placement of a chest drainage tube. The patient did not experience any significant discomfort after the surgery.